Event description:
Hcp reported pt had onset of infection in 2002 with incisional wound opening and drainage at the device pocket. The pt underwent a device pocket culture, date and results unknown. The pt was treated with IV and oral antibiotics with device explantation in 2002. The infection is ongoing.